Event description:
Laparoscopic cholecystectomy procedure was being performed when the jaw of the grasper fractured and broke. Because of obesity of the the pt, the jaws of the grasper could not be located and were not retrieved from inside the pt.